Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated.  Further information will follow once the analysis has been completed.  No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of over 400 mg/dl at the time of the event. Customer reported pump error 43 and crack in pump. Troubleshooting was performed and the alarm was cleared successfully and the rewind completed. Customer performed a self test successfully. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
The customer returned the pump for alleged pump error 43 alarm, high bg events, and cosmetic damage located on the battery compartment reported on 1/28/2023. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. The pump history and trace files were successfully downloaded using thump. No pump error 43 alarms were noted during testing. A review of the pump history file reveals there were a total of three (3) pump error 41 (linenumber 713 file number 121) motor voltage error alarms and pump error 43 (linenumber 589 file number 121) motor drive error alarms that occurred due to the motor registering a voltage failure (measured voltage is not within the threshold), see below for alarm details: (B)(6) 2022 22:21:00 alarmalertnotification (40) faultnumber: motorvoltageerror (41) linenumber: 713 filenumber: 121 (B)(6) 2022 22:21:00 alarmalertnotification (40) faultnumber: motordriveerror (43) linenumber: 589 filenumber: 121 (B)(6) 2022 21:06:44 alarmalertnotification (40) faultnumber: motorvoltageerror (41) linenumber: 713 filenumber: 121 (B)(6) 2022 21:06:44 alarmalertnotification (40) faultnumber: motordriveerror (43) linenumber: 589 filenumber: 121 (B)(6) 2022 09:08:00 alarmalertnotification (40) faultnumber: motorvoltageerror (41) linenumber: 713 filenumber: 121 (B)(6) 2022 09:08:00 alarmalertnotification (40) faultnumber: motordriveerror (43) linenumber: 589 filenumber: 121 the pump was cut open for a visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. The motor was tested outside of the pump on the ngp stb3 and passed. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Pump error 41 and pump error 43 alarms are confirmed due to the motor registering a voltage failure (measured voltage is not within the threshold), fault isolated to the hardware. No high bg anomaly noted during testing. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.